Event description:
The lay user/pt contacted lifescan (lfs) alleging that his one touch ultra meter would not power on. The medical affairs specialist (mas) spoke with the pt in 2005 to obtain/verify info. According to the customer care advocate (cca), the pt had just started testing again and called his dr for advice on "sugars" and help with his meter. The cca indicated that the pt was inserting his test strips incorrectly into his meter and was using incorrect test strips. The mas called the customer to clarify info provided by the pt during his call to lifescan in 2005. The pt revealed to the mas that he "fell at home" and broke his ankle. An unk person at his home called the paramedics who brought him to the hosp. The pt also indicated that he was in an "insulin coma" and was hospitalized for 1 week starting in 2005. He was treated at the hosp but was unsure, as to what treatment/medications he was given. The mas clarified with the pt regarding his meter's power issue. He stated, that he was using "miscoded test strips" which he later clarified as being "expired test strips that came with the meter." The pt stated, that he was "just discharged from the hosp" and was only willing to talk for about 15 seconds. The mas was unable to ask additional questions. It would have been helpful to know if the pt had any signs of hypoglycemia/hyperglycemia before, during, and after his issue occurred on the one touch ultra meter and if so, what were those symptoms. It also would have been helpful to know if the pt fell at home, as a result of possibly having diabetic symptoms and/or not being able to use his meter properly. In addition, it would have been helpful to know when he developed the "insulin coma," why he was hospitalized, what treatments he received at the hosp, what advice his dr gave him, if he is taking any diabetic treatment(s) and if they were changed as a result of his hospitalization, if his blood sugar was tested by the paramedics and at the hosp, how long had he not been testing on his meter before deciding to test again, and how he was treating himself for diabetes prior to issue with his meter and hospitalization. Finally, it would have been helpful to...